Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy-related. The thickened calcification in the neck most likely contributed to the type ia endoleak. The clinical evaluation also shows reasonable evidence to suggest sac growth of 12mm and a type ii endoleak (non¿device related) of the lumbar artery also occurred. The discovery of sac growth and type ii endoleak (non¿device related) occurred on (B)(6) 2023, while reviewing the CT (computed tomography) scan dated (B)(6) 2023. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was discharged on postoperative day two (2) in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient underwent initial treatment for an abdominal aortic aneurysm (aaa) through the implantation of the alto abdominal stent graft system. Approximately thirty (30) days post the initial procedure, an endoleak type ia was detected during the 30-day follow-up computed tomography angiography (cta) scan. The physician is presently evaluating the potential need for re-intervention. The patient's current medical status is documented as stable. Additional information: following a thorough clinical assessment, notable evidence emerged pointing towards a 12mm sac growth and the presence of a type ii endoleak (non¿device related) in the lumbar artery. This discovery was done on (B)(6) 2023, while reviewing the CT (computed tomography) scan dated (B)(6) 2023.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient underwent initial treatment for an abdominal aortic aneurysm (aaa) through the implantation of the alto abdominal stent graft system. Approximately thirty (30) days post the initial procedure, an endoleak type ia was detected during the 30-day follow-up computed tomography angiography (cta) scan. The physician is presently evaluating the potential need for re-intervention. The patient's current medical status is documented as stable.